Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus premier¿ stent was selected and deployed to treat the lesion. Post deployment, the proximal end of the stent came into contact with an 8f non-bsc guide catheter extension. Longitudinal compression of the stent was then noted. The procedure was completed utilizing a 6f guidezilla guide extension catheter and implantation of a 3.0 x 38mm non-bsc stent to cover the damaged stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).